Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on september 05, 2018; (B)(4).

Event description:
It was reported that the patient experienced pain at the abutment site. Subsequently, the abutment was removed. The patient was administered a topical antibiotic (date not reported).